Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure. According to the complainant, during the procedure, the generator was not delivering rf power and the connector for the monopolar was notably loose. The procedure was completed with another endostat generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. For the reported event: generator failed to deliver rf power. (B)(4) for the reported event: monopolar connector detached. The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure. According to the complainant, during the procedure, the generator was not delivering rf power and the connector for the monopolar was notably loose. The procedure was completed with another endostat generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found many scratches on the cover. Functional evaluation found all knobs and switches appeared to function properly. Electrical evaluation was performed and it was noted that the active connector had to be held in contact with its mate in order to function properly. When the active connector was held in place, the unit passed the endostat iii return evaluation procedure and was within all test parameters. The complaint was confirmed. The active connector was loose causing a bad connection which created the intermittent output. Taking into considerations the details of the complaint and product analysis, the most probable root cause of the failures identified is wear and tear. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.